Event description:
Customer used the walgreen co. Warm steam personal steam inhaler for the first time on (B)(6) 2015 for a few minutes without incident. On (B)(6) 2015, plugged in inhaler, turned on and nothing happened. Turned off and then turned on again, was heating up (3-4 minutes), and then while using the facial attachment for less than a minute, scalding hot water and steam exploded into her face causing second degree burns to her face (cheeks, lips, nose, chin and eyes). Went to the emergency room and received follow up care with plastic surgeon and eye doctor. Manufacturer: (B)(4). Device model no: pj1011.